Event description:
Presented for a percutaneous transluminal angioplasty and thrombectomy for a long dvt. During the use of the stryker perpheral vascular clottriever, the occlusive nature of the dvt made the use of the inari clottriever unsuccessful because it could not perform a sheath withdrawal. As such, an open popliteal vein cutdown for extraction of device was necessary.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The suspect device was not returned to the manufacturer and as such could not be evaluated. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Venous dissection is listed as a possible adverse event/complication in the device labelling. The stryker peripheral vascular medial affairs team determined the clottriever bold may have caused or contributed to the patient needing additional intervention via venous cutdown.